Event description:
It was reported via implant patient registry that a 25mm aortic valve was explanted and replaced with another 25mm aortic valve after an implant duration of 1 year, 1 month due to strep viridans endocarditis, vegetation, pannus, and degeneration. Per medical records during work-up the patient underwent a dental extraction for possible tooth abscess while traveling abroad; the patient underwent redo-avr and ascending aorta replacement with a 28mm gelweave graft. The patient was admitted to the cvicu at the conclusion of surgery. There are no findings to suggest anastomotic stenosis, infection, or leak. Patient was discharged home in stable condition on pod #6.

Manufacturer narrative:
Updated b5, b7, and h6 per new information received. Prosthetic endocarditis is a serious complication of valve replacement and repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. This infection is generally categorized into early (onset at 60 days or less post-implant) and late (onset greater than 60 days post-implant). Early-onset generally reflects contamination arising in the perioperative period; if there were ever non-conformances in the sterility or packaging processes, they would most likely manifest at this time. Late-onset occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body and is not related to the sterilization or packaging process. The device was not returned for evaluation, as it was infected with endocarditis. The root cause of this event cannot be conclusively determined. However, it is likely that patient related factors contributed to the event. Corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Manufacturer narrative:
Additional manufacturer narrative the device was explanted > 0 days for unknown reasons. Although there are multiple root causes, valves are typically explanted because they are not functioning optimally. Re-operative valve surgery carries significant risk. The device was not returned for evaluation, as the device return follow-up is ongoing. Minimal information regarding this procedure was received and attempts to get additional information regarding the condition of the device, patient's medical history, or possible comorbidities have been unsuccessful. The root cause of the event remains indeterminable. If new information becomes available, a supplemental report will be submitted.

Event description:
It was reported via implant patient registry that a 25mm aortic valve was explanted and replaced with another 25mm aortic valve after an implant duration of 1 year, 1 month due to unknown reasons. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device.